Event description:
Patient was not able to receive the medication [product dose omission issue]. The medication exploded out of the end of the needle [device breakage]. Case narrative: this initial spontaneous report concerns of adverse events product dose omission issue and device breakage in a male patient (age, and race not reported) from united states. The patient's age at the time of experience were not reported. On 25-jun-2025, amneal pharmaceuticals received information from nurse practitioner via an email concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient started the treatment with medroxyprogesterone acetate prefilled single-dose syringe 150mg/ml (gtin: 00370121148012, lot no: 240155, exp. Date: may-2025, s/n: (B)(6)) (dose, route, frequency and therapy date not reported) for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. The patient received the medication from a pharmacy and brought it to the clinic for administration. During preparation, a medical assistant (ma) attempted to administer the medication. When she put the needle on the vial to break the seal, the medication exploded out of the end of the needle. As a result, the patient was unable to receive the intended dose. Last action taken with medroxyprogesterone acetate to product dose omission issue and device breakage were not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue and device breakage were unknown. The reporter did not provide causality assessment of events product dose omission issue and device breakage with respect to medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited.

Event description:
Patient was not able to receive the medication [product dose omission issue]. The medication exploded out of the end of the needle [device breakage] . Case narrative: this initial spontaneous report concerns of adverse events product dose omission issue and device breakage in a male patient (age, and race not reported) from united states. The patient's age at the time of experience were not reported. On 25-jun-2025, amneal pharmaceuticals received information from nurse practitioner via an email concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient started the treatment with medroxyprogesterone acetate prefilled single-dose syringe 150mg/ml (gtin: (B)(4), lot no: 240155, exp. Date: may-2025, s/n: (B)(6)) (dose, route, frequency and therapy date not reported) for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. The patient received the medication from a pharmacy and brought it to the clinic for administration. During preparation, a medical assistant (ma) attempted to administer the medication. When she put the needle on the vial to break the seal, the medication exploded out of the end of the needle. As a result, the patient was unable to receive the intended dose. Last action taken with medroxyprogesterone acetate to product dose omission issue and device breakage were not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue and device breakage were unknown. The reporter did not provide causality assessment of events product dose omission issue and device breakage with respect to medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 23-aug-2025. New information received includes qa investigation report attached with this case. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues. Inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results. Apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to product dose omission issue and device breakage were not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue and device breakage were unknown. The reporter did not provide causality assessment of events product dose omission issue and device breakage with respect to medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.